Manufacturer narrative:
An event of pericardial effusion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer amulet delivery system. The transseptal puncture was posterior/medial-inferior. The patient received 2500 units of heparin before tp and 2500 units after tp. During deployment of the amulet, new onset circumferential pericardial effusion was observed; cardiac tamponade was also confirmed. The amulet was implanted. Imaging was difficult to analyze, but echocardiologist believed that the pericardial effusion was through the left atrial appendage (laa). Pericardial puncture was performed and 125ml of pericardial fluid was removed. In the same procedure, a 30mm amplatzer pfo occluder was also implanted using a 9f amplatzer trevisio delivery system. There were no implant complications reported during the pfo implant. The patient was in sinus rhythm at time of procedure. The physician alleged that the effusion occurred "due to the activities of the procedure, but not directly related to the prostheses." Both the amulet and the pfo remain implanted in good position. There are no allegations of malfunction with any of the abbott devices. The patient was reported to be in stable condition without complications.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.